Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had an appointment on monday with their health care professional (hcp) because they were having issues with getting shocked by it sometimes. The shocks were intermittent. It was unknown when the shocking started, but the caller reported that the patient had told them about the shocks 3-4 months ago. The patient had not been able to get it to charge for probably a good year and so it was not helping the patient any more. There was a loss of therapy that occurred about a year ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.